Event description:
It was reported that, "the surgeon asked if stryker had any experience with squeaking mobile bearing knees as a patient had presented with a squeak after 8 months of implantation." The squeak occurs as the knee unloads going into swing phase of each stride.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.